Event description:
The device was used during an unspecified procedure. Reportedly, the staple line was incomplete. The hosp has reported no pt injury occurred.

Manufacturer narrative:
10/22/1998- supplemental report sent to FDA. Additional data entered in d-9 (product return date). Device evaluation indicated and codes entered in h-3 and h-6. During our evaluation, it was revealed that the level lock was jammed in the download position, suggestive of firing the instrument through excessive tissue. After removal of this tissue from the instrument, the unit functioned properly.